Manufacturer narrative:
Model number/catalog number: sc-2158-50, serial number: (B)(4), batch/lot number: n.I, model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-3138-25, serial number: (B)(4), batch/lot number: 19541348/19541348, model/catalog description: ead extension kit 25cm, the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg, the leads and the lead extensions revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing loss of stimulation. The patient underwent a revision procedure wherein the ipg and the leads were replaced. The patient was doing well postoperatively.